Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio delivery system for the closure procedure for iatrogenic asd. During the procedure, under transesophageal echocardiography (tee) guidance, the selected amplatzer septal occluder was fully deployed; however, prior to detachment, the device completely dislodged from the implant site while remaining attached to the delivery system. The defect size was reported to be approximately up to 10 mm, and device sizing was determined by selecting an occluder with a diameter equal to the maximum measured defect diameter. Following this event, the defect size was re-evaluated, and the event was assessed as a sizing issue, with the implanter considering the initial device to be undersized, and a larger 15-mm amplatzer septal occluder was selected and percutaneously delivered as an additional closure device and successfully implanted, after which the procedure was completed. No stability check was performed prior to the dislodgement; however, no leak was detected around the device. The patient did not experience any rhythm changes, clinical signs, or symptoms during or after the event, and there was no reported difficulty with implantation such as multiple recaptures or repositioning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.